Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging. The patient was doing well postoperatively. The explanted ipg device was disposed by the facility.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging. The patient was doing well postoperatively. The explanted ipg device was disposed by the facility.